Event description:
Back of chair not stable; keeps coming forward, seat slides back and forth, too short. Foot rest falls off constantly. Arm rest unusable, screw broke and missing. Ripped and torn padding. Not able to take apart or put together without problems. No support causing scoliosis, the sliding of seat causes hip to constantly pop out. Chair will not push without "tilting as foot plate to the floor. Knee immobilizer, have video show month later chair falling apart. Cause injury." Constantly removed from chair because of pain at school and home. Manual wheelchair not safe. Frequent missed days from school. Pt has and is being discriminated against directly and through contract. Neither wheelchair allows pt transportation, place of public accommodation. "Her rights as a disabled person are continually being ignored causing her undue burden. Pt's mother will not be responsible for any more physical danger befalling pt from defective and dangerous, constantly falling apart wheelchairs. "Everyone is ignoring child's enduring pain and injury both chairs are causing her. In fact child has been ignored as a person through all of this "completely". "None of her concerns have ever been taken seriously, except by her doctors. The chairs are a safety hazard giving pt extreme pain. It's not the look of a chair, it should be the actual effect the chair is giving child. Not persons who stand off from afar and say "it looks?" And does not need prejudice or personal opinion. "Fact: chairs are not safe for child. Fact: chairs cause ongoing pain that child has and is enduring which is caused solely by the chairs. Fact: parts are defective, worn and not the parts found to have originally been placed on wheelchair. Rptr has written documents video tapes and pictures to prove. Her hip and scoliosis are on medical record when recurring all lead back to cause being both chairs. Neither chair gives child the support she medically needs. This subject everyone agrees upon." Rptr knows chairs are a direct threat to child"s physical being. Causing child to be even more disabled than she is. "Child is being discriminated against, this is totally obvious." The issue for rptr is the child's safety. "How many more parts have to fall off her chair or break? How much more pain must child endure before someone will help my only child." Rptr repeats "I take no responsibility for either chair. I can't fix them. I can only watch them continue to fall apart, being unsafe and pray that these chairs are fixed before child is permanently harmed any further."